Event description:
The cord is too long for my son. He is (B)(4) and was sleeping at night. The clip is designed poorly and it came off from the underwear and wrapped around his neck. I have a habit of checking on him every 2 hours to see if the bed is wet, and I was scared to find him gasping for air. The cord was still in the alarm and the loose end and under his body. He was partially awake and out of breath. I had to promptly lift him, carefully untangle the cord and removed it from the alarm. I have sent many emails to the company related to this but no response. FDA safety report ID# (B)(4).